Manufacturer narrative:
The service engineer ultimately replaced the power cord, after which the issue was resolved. Following the test and verification (t&v) procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily.

Event description:
Philips received a complaint from the authorized service provider (asp) about the v60 ventilator indicating that the device failed the electrical safety test, giving more resistance than permitted. The asp determined that the power cable needed to be replaced. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported.

Manufacturer narrative:
A repair quote for the replacement power cord was sent to the customer for approval, but the quote expired. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.